Event description:
It was reported that the customer had a button error alarm and his keypad is not responding on the insulin pump. The customer's blood glucose level was 115 mg/dl. The customer was asked if recalls any significant events leading to the alarm. The customer response is no significant events. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect use of the insulin pump and revert to back up plan per healthcare provider per healthcare instructions.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with intermittent buttons due to corroded keypad traces. No button error alarms noted. The insulin pump was received with cracked case at reservoir tube window corners, cracked reservoir tube lip and minor scratches on lcd window.